Event description:
This lead was capped and replaced due to twiddler's syndrome. The pt had been shocked over 40 times and the device had charged and dumped over 200 times. The physician replaced the pt's device at the same time due to eri. Should more info become available, this report will be updated. A portion of the lead was returned to use on (B)(6), 2012.

Manufacturer narrative:
Upon receipt the lead was subjected to a visual analysis. Only the distal part of the lead was returned for analysis. The returned lead fragment was found dissected 14.5 cm proximal to the is-1 connector pin. The returned lead was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. The cuttings most likely originated from the explantation procedure. In addition, the dc resistances of the conductor fragment were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.